Event description:
It was reported that the pacing lead impedance on the right ventricular lead was reported as being normal in the relevant bipolar configuration. The egm channel was not programmed to the sense amplifier. As far as resulting device therapy, oversensing occurred and was inappropriately stored as a hvr episode instead of noise revision. The pt will be brought into clinic for further testing.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.